Manufacturer narrative:
Investigation into previous similar customer's complaint has been performed. The scenario reported by the customer occurs following a specific set of activities as described below: the provue cancels the test results for the sample ID number. The translation software between the provue and the lis malfunctioned while interpreting the cancelled test results, leading to the association of incorrect test results with the sample ID in the lis report. The provue posted the appropriate test results in the results module. The OEM of the translation software indicated that they will address the test cancellation issue in the software.

Event description:
The customer contacted ocd in 2007 and indicated that a sample identification number in question had been associated with incorrect test results in the lis report on the month before. Results posted by the lis did not match results posted by the provue. However, if this incident were to recur undetected, erroneous results could be reported.